Manufacturer narrative:
Device evaluation summary: device evaluation of monitor (B)(4) is currently underway in engineering. The reported problem (won't power up) is being investigated. Upon receipt, the monitor would not power up. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the defective monitor. The pt was not issued a replacement monitor as the pt ended use.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report the pt's monitor would not power up. The pt was issued a replacement monitor.